Event description:
It was reported that a spectrum pump displayed the clean load point 2 alarm, during pt care. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(6). Baxter received and evaluated the device. The device was found out of specification in relation to the clean load point 2 message, which was observed during power up. A clean load point 2 message was confirmed and caused by a failed upstream sensor. The failed upstream sensor was replaced.